Event description:
It was reported that the patient underwent a sling procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006. The patient experienced pain, mesh erosion, infection, urinary problems, vaginal scarring, shrinkage, exposure, extrusion, protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with posterior colporrhaphy due to pelvic pain, dyspareunia, sui, and symptomatic rectocele. No additional information was provided

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced retention and obstruction. It was reported that patient underwent mesh revision on (B)(6) 2016 by dr. (B)(6) due to urinary retention.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, incomplete bladder emptying, leakage, and urgency.(B)(4).

Manufacturer narrative:
(B)(4) - undefined urinary problems, mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation concurrently with a total vaginal hysterectomy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.